Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr or 8fr sheath, after a peripheral interventional procedure. Reportedly, blood would not pulsatile out of the marker lumen. A second proglide device was used with the same results. Both devices were flushed twice prior to the procedure. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lumen was able to be flushed and no blockage was noted during functional testing. The reported blood would not pulsatile out of the marker lumen issue was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.